Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the site successfully registered the patient, verified accuracy, and everything looked good. Shortly after, the stylet was not being tracked after they had previously been tracking it. A company representative suggested moving the emitter placement, but the site called back to say this did not solve their issue. The representative suggested trying to swap ports as well. At this point the site said that the issue was resolved and they were able to track the stylet. There was no patient impact reported and a less than one hour delay to surgery.